Event description:
It was reported by the cath lab tech that "they may have had two incidents over a month ago where the 40cc catheter was pumping at 2.5cc." There is no more information available.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.